Event description:
Litigation papers alleged a natural biological corrosion and friction wear caused by large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. Patient experienced severe pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and a slipping feeling in the hip joint and a sensation that the pinnacle device could not support their weight. Update: 2/13/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.